Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) had an MRI scheduled and was unable to charge the implantable pulse generator to enter MRI mode. The patient reported a prior breast cancer diagnosis and concern for recurrence. The patient stated that, after charging the controller overnight, they attempted for more than 2 hours to connect and charge the implant and received a ¿no device found¿ message. The patient reported ongoing difficulty connecting with the device, prolonged charging times since the implant was placed (typically 3¿4 hours), and that stimulation unexpectedly increased and ¿shocked¿ them even when not with the controller; the patient stated they did not use stimulation and wanted the implant removed. During troubleshooting, the patient started a recharge session and, after selecting recharge from the ¿no device found¿ screen, the system entered passive recharge mode; after a few minutes the patient was able to start charging with excellent quality. The troubleshooting steps resolved the charging/connection issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.